Event description:
It was reported that the patient experienced tape not sticking event in which infusion set fell and detached on the first day of insertion from the abdomen and had high blood glucose event for three to four hours which was treated by insulin pump on 01-apr-2026.

Manufacturer narrative:
Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.